Event description:
The patient was diagnosed with deep vein thrombosis (dvt). The optease retrievable filter was implanted in 2008. The physician conducted angiography and retrieved the filter about 11 days later. The patient passed away during retrieval of the filter. The reason of death is unknown at this moment.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.